Event description:
A nurse reported a disconnection between a one-link needlefree connector and an unknown triple lumen central line. It is unknown whether or not this event occurred during patient use. No patient injury or medical intervention was reported in association with this report event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, a device analysis could not be performed. A batch review could not be performed as the lot number is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.